Manufacturer narrative:
As reported, the balloon of a .018 5x2 40 slalom percutaneous transluminal angioplasty (pta) high-pressure (hp) balloon catheter ruptured at its nominal pressure during initial inflation. Therefore, the device was replaced with a new 6mm x 2cm slalom thrill and the procedure was completed. There was no reported patient injury. This was a shunt pta. The slalom thrill delivered at the lesion. There was no issue when opened from the package, prepped, and delivered to the lesion. The lesion had no calcification. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82196814 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. However, the procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a .018 5x2 40 slalom percutaneous transluminal angioplasty (pta) high-pressure (hp) balloon catheter ruptured at its nominal pressure during initial inflation. Therefore, the device was replaced with a new 6mmx2cm slalom thrill and the procedure was completed. There was no reported patient injury. This was a shunt pta. The slalom thrill delivered at the lesion. There was no issue when opened from the package, prepped and delivered to the lesion. The lesion had no calcification. The device will not to be returned for analysis because it was discarded.